Event description:
A customer reported a cartridge alarm 30 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the customer had experienced consecutive cartridge alarms and resolved to replace the pump. Despite the pump being out of warranty, the customer declined a loaner pump and chose to continue using the current pump to ensure uninterrupted insulin delivery.